Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study it was reported that the patient died. In (B)(6) 2012, coronary angiography and index procedure were performed. Target lesion was a de novo and a culprit lesion for st-elevated myocardial infarction (stemi) located in the proximal left anterior descending artery (lad) with 100% stenosis and was 25mm long with a reference diameter of 3.5mm. Target lesion was treated with pre-dilatation and placement of 3.00x28mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient was diagnosed with cardiopulmonary arrest and was hospitalized on the same day. Nine days post-hospitalization, the patient died.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was admitted to the intensive care unit (ICU) post pulseless electrical activity (pea) arrest while having outpatient echocardiogram. The patient was resuscitated via advanced cardiovascular life support (acls) protocol. The patient was intubated and placed on mechanical ventilator support. The patient was started on hypothermic protocol and vasopressor support. Three days after, electroencephalogram (eeg) was compatible with a status epilepticus and the patient was started on antiepileptic medications. The patient remained unresponsive and due to poor prognosis, family opted for comfort measures and withdrawal of life support.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient was admitted to the intensive care unit (ICU) post pulseless electrical activity (pea) arrest while having outpatient echocardiogram. The patient was resuscitated via advanced cardiovascular life support (acls) protocol. The patient was intubated and placed on mechanical ventilator support. The patient was started on hypothermic protocol and vasopressor support. Three days after, electroencephalogram (eeg) was compatible with a status epilepticus and the patient was started on antiepileptic medications. The patient remained unresponsive and due to poor prognosis, family opted for comfort measures and withdrawal of life support.